Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 8-dh1772 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of aug 2017 through jul 2019, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Review of sterilization and primary packaging inspection records related to a work order did not identify any deviations or non-conformities that may be associated with the reported device. According to the sterility certification the process was successfully completed as well as the primary packaging inspection. Other records reviewed: environmental monitoring results for (B)(4) 1994, and bioburden monitoring results for (B)(4) 1994. Review of work order and the event code "infection" did not identify any ncs, ers or CAPA associated with this information.

Event description:
Patient reported left side ¿weakness, fatigue, holding a pen is difficult, eye pressure, eye pain, total body pain, numbness in my face, sensitive to light and smells, devices were black when removed, calcification, and capsular contracture¿, baker grade unknown. Device has been explanted.

Event description:
Additionally, the patient reported ¿they found bacteria on my implant and I have been so sick for 20 years¿.

Manufacturer narrative:
.

Event description:
Patient reported left side ¿devices were black when removed, calcification, and capsular contracture¿, baker grade unknown and "panic attacks". Device has been explanted.

Manufacturer narrative:
In response to FDA report number mw5085419. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿weakness, fatigue, holding a pen is difficult, eye pressure, eye pain, total body pain, numbness in my face, sensitive to light and smells, devices were black when removed, calcification, and capsular contracture¿, baker grade unknown. Device has been explanted.